Event description:
The patient had an accident on his bike and attended the clinic as the device was no longer functioning. Re-implantation is planned.

Manufacturer narrative:
(B)(4). The device has not yet been explanted. If it should be explanted, it is to be returned to manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.